Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test ((B)(4)). The homechoice rite electrical test ((B)(4)) passed. An additional problem of therapy monitored volume failed performance spec. Was encountered during rite functional test. The assignable cause of therapy monitored volume failed performance specifications was determined to be a cracked door piston. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of failed rite volumetric accuracy. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.